Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was able to be duplicated. Communication error was observed when image check was performed. Leak at the ¿a-rubber¿ (bending section) due to a cut was also noted. The investigation is ongoing, the cause of the reported failure is unknown at this time. This report will be supplemented accordingly following investigations.

Event description:
User facility reported a scope communication error when plugging the scope into the tower. Error was found during preparation for use. The user tried three different tower and received the same issue. Another scope was opened to use in the procedure, with serial number not provided. There was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. Review of service request order information checklist showed the device was a refurbished. It was confirmed that the device passed all inspection items without problem. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, a definitive root cause cannot be determined. It was presumed that the phenomenon occurred due to a temporary contact failure due to foreign material adhering to video connector, temporary defect due to static electric or overcurrent, foreign material or some irregularity occurred at the system side. As stated on the IFU (instruction for use) the user manual states: important information : please read before use contraindications, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Olympus will continue to monitor complaints for this device.